Event description:
The device was returned to a third party service center. The service technician alleges pca is burned, pollen filter needs replacing due to preventive maintenance. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third party service center for evaluation. During evaluation, a pca is burnt. The third party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory and investigated further. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.